Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial lead exhibited multiple inappropriate automatic mode switch episodes due to noise as well as increased capture thresholds. The noise was reproducible through provocative testing and a chest x-ray was performed. The patient is noted to be pacemaker dependent. The patient was stable throughout the event and will continue to be monitored.